Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had myopic outcome and decreased vision post implant of a zcb00 20.0 diopter tecnis monofocal iol (intraocular lens) in her left eye (os). A lens exchange was scheduled with the replacement lens being the same model of a lower diopter (19.0). Through follow-up, it was confirmed the lens was explanted. There was no incision enlargement, vitrectomy or suture required. The patient was doing fine when discharged. The patient was prescribed besivance, lotemax and prolensa which were reported to be outside of the normal post-operative treatment. Visual acuity pre-op (pre-initial implant): 20/200. Visual acuity post-op (post-initial implant):20/60. Visual acuity post-op (post-replacement):20/25-2. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional data: based on new information received, lens will not be available for investigation. Therefore, product will not be returned. It was also noted that there was no surgical intervention was required. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.